Event description:
The patient was found to have high impedance in pre-op. Implant card received noting the patient underwent a full revision. The rep who covered the case noted that the surgeon saw a very clear fracture in the explanted lead. The explanted devices were not made available for return. No other relevant information has been received to date.